Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a short battery life or a low battery alarm. Customer reported a past insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-213a, mmt-1880. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-213a. No product return is required for mmt-1880.

Manufacturer narrative:
The thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: low battery alarms on 05/01/2024 at 08:58:00.000. Replace battery alert on 04/30/2023 at 18:02:00.000. Failed batt/battery failed alarm on 05/01/2024 at 18:54:05.000. Insulin flow blocked/no delivery alarm on 04/08/2024 at 12:09:49.000 during bolus delivery. Pump passed self test, sleep current measurement and active current measurement. Pump received with normal operating currents. No unexpected battery alarms/alerts during testing and in the pump history. No unexpected no delivery alarm/insulin flow blocked during testing. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. The force sensor offset measured within spec range during testing (22.5 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case behind the pump at the battery compartment identified during the visual inspection. In summary, pump passed required testing. Short battery life was not confirmed during testing. Insulin flow block alarm/no delivery alarm was recorded in the pump history, however, insulin flow block alarm/no delivery alarm was not confirmed during testing. The force sensor is within specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.